Event description:
It was reported that the implantable pacemaker recently recorded a ventricular tachycardia (vt) episode. There was frequent oversensing of noise observed on this right ventricular (rv) lead. It was recommended the patient be evaluated in-clinic for a lead assessment. At this time, the device and lead remain in service. No adverse patient effects were reported.